Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination confirm that the fiber was broken in two pieces, the connector was separated from the fiber body, and it had burn marks on the face. The microscopic analysis informed that the fiber tip is slightly degraded. It is likely that procedural handling of the device during set-up and use contributed to the break. In addition, it is likely that the interaction between the connector and console led to the connector overheating causing the burn marks on the face, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the tip of the fiber fell off. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the procedure, the tip of the fiber fell off. Due to this, the procedure was completed using another device. There were no patient complications.